Manufacturer narrative:
Note: a duplicate event was identified as captured within regulatory report # 9612164-2026-00094. Going forward new, reportable information will be captured in regulatory report # 9612164-2026-00094. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 11 days following the implant of a transcatheter aortic valve, during a home health visit, the patient was experiencing numbness and tingling in bilateral arms and legs along with slurred speech. Per the home health nurse, the patient could not properly track the nurse's finger, and the patient's eyes did not return to the center appropriately. The patient was taken to the emergency department. Screening was performed and ruled out a stroke. Per the physician, the symptoms were associated with the patient's opiate use, which was noted to have also occurred in the past. The patient was sent home in stable condition. No patient complications were reported as a result of this event. Additional information received indicated that persistent nausea, vomiting with intermittent abdominal pain, previously symptoms associated with migraines, but now were persistent daily since the valve implant. A sore throat and dysphagia associated with swallowing pills and eating solid foods was reported. Dry heaving more than emesis, minimal oral intake, and a 13 pound weight loss also occurred in five weeks. The intermittent epigastric discomfort was reported as sometimes stabbing, worsened by eating, swallowing pills, and being upright. There was alternating constipation and loose stools. As result, approximately 37 days following the valve implant hospitalization was required due to these symptoms. The physician indicated the event was possibly related to the valve implant procedure and delivery catheter system (dcs). Intravenous medication of antiemetic therapy was provided. A gastrointestinal consult occurred. The day following hospital admission, an esophagogastroduodenoscopy (egd) procedure was performed which identified mild esophagitis and a small hiatal hernia, but otherwise a normal stomach and duodenum. Hospital discharge occurred 2 days following admission. At the time of hospital discharge, it was unclear what the etiology of the ongoing symptoms were. The patient was referred as an outpatient to a gastroenterologist. The patient saw the gastroenterologist approximately 12 days following the hospital discharge. The gastroenterologist ordered a new oral medication associated with duodenal ulcers and small intestinal bacterial overgrowth (sibo) testing. As reported, if the new medication and testing did not help an esophageal manometry would be ordered. This event was unresolved.